Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: g3, h2, h3, h6, h11. Based on the results of the investigation, the reported issue was confirmed. The investigation confirmed the adhesion of the foreign material in the air/water cylinder, air/water channel, and auxiliary water channel. However, could not identify the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): IFU: gif-ez1500 operation manual chapter 3 preparation and inspection states detection methods. IFU: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had exhibited a white foreign material inside the jet tube, air/water cylinder and tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.